Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect anatomy: reportedly, the proglide was used to in a femoral vein. Per the perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The second perclose proglide device is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide device was achieved in the femoral vein using the preclose technique prior to mitraclip procedure. Reportedly, the decision was made to remove the clip delivery system (cds) and discontinue the procedure. During removal, the clip of the mitraclip device became caught on the steerable guide catheter (sgc). The sgc and cds were removed together with the clip partially ouside the sgc. When the clip reached the femoral vein, it became stuck on the sutures of the proglide devices and pulled the sutures out when removed. A mini cutdown procedure was performed to remove the clip with the sutures of the proglide device and hemostasis was achieved with a surgical suture. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.